Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for several parameters. Return to standard brought the device to vvi mode, but programming to ddd was unsuccessful. A software download was successful and normal function ensued. After further tests, the dashes returned. Subsequently, the device was replaced.